Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump was interrogated 30 minutes after an MRI (performed at 1700 hours) and the motor stall had not recovered yet. It was stated that the MRI had to be aborted after 5 minutes because, the patient would not stay still. The interrogation was repeated 2 hours later and there was still no recovery noted. The pump was also interrogated at0400 hours and 0800 hours the next day and a recovery was still not recorded. It was stated that the patient was in the hospital for an unrelated issue and they would continue to monitor to see if the motor stall recovered. There were no patient symptoms or complications associated with the event. It was also noted that the pump was programmed from flex dosing to simple continuous the day of the MRI. The pump was used to deliver compounded baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.